Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The discordant positive result appears to be a preanalytical sample specific issue. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use under the specimen collection and handling section states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles."

Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated on the same advia centaur xp and the result was negative. The plasma sample was observed to be a little cloudy. The patient sample was respun and the plasma looked very clear. The sample was tested again on the same instrument and the result was negative. The patient sample was also tested on another advia centaur xp and the result was negative. The initial positive result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.